Event description:
Consumer reports that he underwent an inguinal hernia repair with mesh implant in 2005. The patient reports that he had pre-existing infections at the time of surgery. The patient states that the mesh became infected less than 10 days following implant and was subsequently explanted through a pre-existing externalized fistula. Additional information was requested; no further information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2008. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.